Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2018, bowel resection and extensive lysis of adhesions on (B)(6) 2018 during which the surgeon noted small bowel densely adherent to the previously placed mesh requiring a resection of the small intestine that was adhered to the mesh. He further noted a widened diastasis or herniation of the rectus muscles with adherent dense foreign body including mesh material which had to be excised. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. No additional information is provided.